Event description:
A (B)(6) customer received control results of 31.0 and 32.4mmol/l on her contour meter. The approximate normal control range was 5.8 - 8.0mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation.

Manufacturer narrative:
The model number was not provided.

Manufacturer narrative:
(B)(4).